Event description:
It was reported that the patient came in for a device change-out due to elective replacement indicator. It was also reported that upon interrogation prior to the start of the procedure, the right ventricular lead was found to have high impedance, no capture at maximum output, and there was several non-sustained ventricular tachycardia episodes with electrogram consistent with noise. Detections were turned off till the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing, noise and high resistance/impedance were noted. There were 15 ventricular non-sustained tachycardia events less than or equal to 210 ms between (B)(4) 2012 and (B)(4) 2012. The ventricular short interval count v-sic equaled 16.2 counts avg/day, in 27.56 days, between (B)(4) 2012 and (B)(4) 2012. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 and (B)(4) 2012. The weekly pace lead impedance trend data shows an abrupt increase for minimum and maximum right ventricular pace equal to 360 to inf ohms (un-filtered data) peak between (B)(4) 2012 and (B)(4) 2012.